Event description:
It was reported that a patient presented in the clinic after receiving a shock. Upon interrogation, aborted shocks and possible hv lead issue was noted. The device recorded a vf episode, which delivered one shock and registered output circuit damage. Low hv lead impedance was detected during the shock. The device was explanted and lead was capped.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output transistors were found to be damaged. The cause of the damaged output transistors could not be determined.